Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported the bd vacutainer® urine transfer straw experienced underfill or low draw. The following information was provided by the initial reporter: the customer stated "the tube did not have enough vacuum. The customers are using the straw to transfer. No, patients have to be recollected."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® urine transfer straw experienced underfill, or low draw. The following information was provided by the initial reporter: the customer stated, "the tube did not have enough vacuum. The customers are using the straw to transfer. No, patients have to be recollected."